Event description:
It was reported that during a laparoscopic left salpingectomy procedure, the beveled end of the cannula had a defect. There was a bump. The trocar was inserted, obturator removed and the scope placed in. As they were coming down with the scope, they noticed a bump on the beveled end of the cannula. They removed the trocar and replaced it with a new one. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the tip of the sleeve cannula melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. A batch/lot record review was performed and the batch met all final acceptance criteria.

Manufacturer narrative:
(B)(4).